Event description:
During a post market clinical follow-up survey, the surgeon reported that the patient received a thermal burn when using safeair standard pencil. No further information is available at this time.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
During a post market clinical follow-up survey, the surgeon reported that the patient received a thermal burn when using safeair standard pencil. No further information is available at this time.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.